Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 350 mg/dl, 155 mg/dl, and 115 mg/dl. Customer states some results were obtained using venous blood from his leg (unknown which results customer is referring to). Customer also states the test strips were exposed to extreme temperatures for approximately 2 hours, prompting a brief temperature lockout. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.